Event description:
It was reported that the pump had been "slipping." The patient had a revision surgery, around september of the year prior to report, to re-anchor the pump. It was stated that there was no known trauma or activity that may have caused the event. The device system was infusing sufentanil.

Manufacturer narrative:
Product ID 8731, serial #(B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8551, lot # 61149644, implanted: (B)(6) 2012, product type accessory. (B)(4).